Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawers and fingerprint were not working. As per part investigation, it was determined that there was thermal damage observed on the component u301 of pcba mini cabinet controller and found missing component c416 of pcba ccib m&m. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 28jun2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of device malfunction was confirmed by fse and subsequently confirmed during dchu investigation process. According to work order (B)(4), the bd fse reported that the bio-ID will not light and drawers were not operational. The fse replaced both comm board and power board. Worked with cubex agent to attempt to get station communication working with new comm pcba card. During dchu visual inspection: p/n 151800-11: received with thermal damage to integrated circuit (u301). P/n 151801-01: received with missing capacitor (c416). During dchu testing: p/n 151800-11: since thermal damage was detected on u301 during visual inspection, testing was deemed unnecessary. P/n 151801-01: since physical damage was detected on c416 during visual inspection, testing was deemed unnecessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).